Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During removal, resistance was encountered, and it was difficult to retract the catheter on the coronary wire. The catheter and wire were removed together. Once outside the patient, it was noticed that the distal tip of the catheter was mangled. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient condition was stable throughout the procedure.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the guidewire exit port was torn and distal tip section detached. The detached section was not returned for analysis. Functional testing could not be performed due to the condition of the returned device.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During removal, resistance was encountered, and it was difficult to retract the catheter on the coronary wire. The catheter and wire were removed together. Once outside the patient, it was noticed that the distal tip of the catheter was mangled. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient condition was stable throughout the procedure.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During removal, resistance was encountered, and it was difficult to retract the catheter on the coronary wire. The catheter and wire were removed together. Once outside the patient, it was noticed that the distal tip of the catheter was mangled. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient condition was stable throughout the procedure.